Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of wingset sezset 21x.75 12 w/o luer experienced leakage during use. The following information was provided by the initial reporter: device to intravascular infusion with safety system with leakage/extravasation with output in the connection of the plastic tab with the flexible tube

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of wingset sezset 21x.75 12 w/o luer experienced leakage during use. The following information was provided by the initial reporter: device to intravascular infusion with safety system with leakage/extravasation with output in the connection of the plastic tab with the flexible tube.